Manufacturer narrative:
(B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a clinical study control patient underwent an acdf procedure at level c6-c7. The following post-operative event was reported: post op visit date-(B)(6) 2004 ae onset date: (B)(6) 2004; ae description: since returning to work full duty the patient has had increasing neck pain in left shoulder. CT-scan and flexion / extension films show pt is not yet fused. Post op visit date- (B)(6) 2005 other treatment: bone stimulator, CT, MRI, x-rays description: patient has continued neck pain into both shoulders. CT-scan shows failed fusion with motion on flexion / extension. Re commend revision acdf at c6-7 and depending on the results of the MRI scan, c5-6 may be incorporated as well. Post op visit date- (B)(6) 2005 medication: yes; bedrest:other treatment: collar, bone stimulator additional surgery: removed hardware c6-7, acf revision c6-7, acdf c4-5 <(>&<)> c5-6; additional surgery date: (B)(6) 200; hospitalization: yes; additional treatment: partial corpectomy c7 with removal of hardware and microdissection. Microdiscectomy c5-6 and c4-5. Anterior cervical fusion c5-6 and c4-5 wth tricortical allograft. Anterior cervical fusion c6-7 with cornerstone prosthetic graft, small kit bmp and crushed cancellous allograft and orion plate. Description: patient is still having some achiness in neck and has been compliant with collar and bone stimulator. Post op visit date- (B)(6) 2006 description: patient continues to work but has some regular pain. Plain radiographs in my opinion show pt is not yet healed at c6-7 and it is possible pt may require further revision. General plan would be to try to avoid this and continue with the bone stimulator. Post op visit date- (B)(6) 2007 other treatment: CT scan additional surgery: posterior fusion c6-7; additional surgery date: (B)(6) 2007; hospitalization: yes; additional treatment: patient underwent a posterior fusion c6-7 with bmp and vertex posterior cervical instrumentation. Description: patient continued to have pain and symptoms. Therefore posterior fusion was recommended. CT-scan clearly revealed delayed healing at c6-7. On (B)(6) 2007 pt continues to improve. Pt has some mild stiffness and soreness from vigorous activities but the investigator believes pt is ready to return to work. Pt has finally gone on to heal at least by CT-scan. Additional comments: for the most part there is good bone consolidation. Post op visit date- (B)(6) 2009 other treatment: CT cervical (B)(6) 2007 and (B)(6) 2008 additional treatment: CT scans indicate solid fusion. Ae outcome: resolved.